Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (observed 40 mm dark patch edge material inside gel device), broken shell and underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Physician reported a rupture of the right device, discovered via ultrasound/ MRI. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the right device, discovered via ultrasound/ MRI. The device was explanted.